Event description:
Boston scientific received information that the programmer displayed an error code. Boston scientific technical services (ts) suggested some troubleshooting steps but the issue was still not resolved. Additional information indicates that this programmer was not able to interrogate a device. This programmer was repaired. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. The programmer was confirmed to exhibit a product performance issue. This programmer displayed an error code during interrogation. The programmer was opened in order to assess the internal components. Detailed inspection identified an internal electrical component that smoked when powered on which was the printed circuit board, resulting in the reported clinical observations. Following repair of the unit, this programmer operated as expected.

Event description:
Boston scientific received information that the programmer displayed an error code. Boston scientific technical services (ts) suggested some troubleshooting steps but the issue was still not resolved and have discussed that this could maybe due to internal electrical noise. Additional information indicates that this programmer was not able to interrogate a device. This programmer was repaired and remains in service. No adverse patient effects were reported.